Manufacturer narrative:
The customer noticed that spring retaining clips on the wash station became detached. The investigation determined the issue to be caused by the missing spring retaining clips.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with tp2 total protein gen.2 on a cobas 8000 c 702 module. The initial values were reported outside of the laboratory and did not agree with the clinical status of the patients. The customer also noticed erratic control recovery for the assay and decided to repeat the samples. The samples were repeated on a second analyzer. Amended reports were issued. The first sample initially resulted in a total protein value of 54.6 g/l and repeated as 65.3 g/l. The second sample initially resulted in a total protein value of 54.3 g/l and repeated as 69.2 g/l. The total protein reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Local investigations determined that the failed spring retaining clips were worn.